Manufacturer narrative:
The investigation for the console battery failure "red alarm" has been completed. The console logs were consistent with what was reported in the complaint. Multiple instances of battery failure (transport connection blown/missing) alarms were observed in the logs. The console was returned for evaluation. The reported battery failure was able to be reproduced. Batttest results revealed that the cells in both batteries had voltages of below 2400mv. The battery failure alarm resolved after testing this console with two known good batteries. The root cause of the battery failure was identified as depleted batteries, which resulted in battery lockout.

Event description:
The user facility reported that they encountered an automated impella controller (aic) battery failure, red alarm during prep of the device. No further information was provided.